Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: one swg, introducer needle and straightening tube were returned for evaluation. The returned swg was observed to be stuck in the introducer needle. The distal tip of the swg was protruding beyond the needle tip with damaged coil wires observed at the needle bevel. The swg core wire was broken adjacent to the distal weld. Both welds were intact and the swg was not unraveled or separated. No pieces were missing. The product's instructions booklet provided with the kit contains suggested procedures for inserting and removing the swg and warnings to minimize the likelihood of swg damage during use. Specifically, the practitioner is warned not to withdraw the swg against the needle bevel or apply undue force to the swg. The report that the swg was stuck in the introducer needle was confirmed through visual examination of the returned sample, however, the potential cause of this issue is procedure/patient anatomy related since it appears that the swg was damaged during insertion, causing it to become stuck in the needle. No manufacturing defects were found during this investigation. Arrow swgs are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso (B)(4) standard of 1.1 pounds force for this size swg. Swg breakage may occur if a force greater than the design specification is applied during removal.

Event description:
It was reported by the clinician that the needle was placed/used to locate the vessel of choice and then the spring wire guide (swg) was used or advanced through the needle. They then tried to retract the needle and it would not come out of the patient unless the swg was pulled out as well. The needle would allow the swg to advance through it, but was not able to be pulled out separately. It was noted this same lot number is used in the hospital's or, sicu, nccu or micu as well and there have been no issues.